Event description:
The customer reported the system locked up and when rebooted the system would not take a fluoroscopic image or raise up and down. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.